Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event. It was noted that the upper and lower cases were broken, the battery release and battery drawer were contaminated, the side bail covers were broken, the lead flex cover was corroded, the battery contacts were compressed and the keyboard was scratched. (B)(4).

Event description:
It was reported that segments on the lower lcd (liquid crystal display) of the epg (external pulse generator) are missing. The epg was returned for repair. There was no patient involvement.